Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime, compromised forced sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus, basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and complete the rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the device will return for analysis.